Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly. Insulin pump received with broken belt clip slot, broken reservoir tube lip, minor scratches on display window, and stained endcap sticker noted.

Event description:
It was reported via phone call, that the customer received a button error alarm. Unresponsive keypad was also reported. Customer's blood glucose level at the time 357 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.